Manufacturer narrative:
The investigation found the battery was loose. The mechanical stack up of the waa relies on friction between the battery, usb connector and rf connector to keep the battery in place. Over time, the battery deforms and as a result, the friction is lost. Therefore, the battery is no longer held in place. The investigation also found the rf connector was damaged caused by mishandling. The sma rf connector solder joints to pcb were cracked, partially separating the connector from the pcb and triggering the "low power detect" and/or "antenna disconnect" alarms. Additionally, the investigation found the screw used during manufacturing was the incorrect length. For the report of overheating: thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 31.3°c. Internal thermal temperature while charging: 34.1°c. Outside thermal temperature while operating: 32.0°c. Internal thermal temperature while operating: 31.3°c. The outside thermal temperature while charging was 31.3°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Although the investigation found a loose battery, damaged rf connector, and an incorrect length screw, the report of overheating was not replicated. Reference CAPA-0042 for additional investigation details for the loose battery. Refer to issue-2024-0026 for additional investigation details for the incorrect screw.

Event description:
The patient reported their transmitter assembly was getting hot and caused a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement transmitter assembly.